Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of anxiety and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported " left side tightness". Patient reported they are experiencing" arthritis and joint pain". Patient reported " they have just been very sick for a year". Patient reported "issues with their collarbone". Healthcare provider reported left side rupture, and indicated the patient was "concerned" about textured implants. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient additionally reported left side "hole." Patient also reported "unknown neurological symptoms", "rheumatoid arthritis", "started getting very sick."; these events are not device related. Device has been explanted.